Event description:
It was reported via literature that in-stent restenosis and thrombus occurred, requiring an additional device. An eluvia drug-eluting vascular stent system was deployed for chronic total occlusion of the left superficial femoral artery (sfa) during endovascular therapy (evt). Dual antiplatelet therapy (dapt) was initiated, then reduced to single antiplatelet therapy (sapt) after 20 months. The patient developed persistent rest pain; duplex ultrasound performed at 22 months demonstrated accelerated flow with a peak systolic velocity ratio (psvr) of 1.5 at the distal edge of the stent. At 25 months, diagnostic angiography revealed high grade stenosis at the distal edge of the stent, prompting repeat evt. Intravascular imaging indicated stent restenosis was due to thrombus accumulation on uncovered struts from delayed vascular healing. The lesion was successfully treated with a drug-coated balloon. This case highlights that caution and close monitoring are crucial when deescalating antiplatelet therapy after eluvia implantation.

Manufacturer narrative:
Detailed product and complaint information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.